Manufacturer narrative:
(B)(4). The incident sample was discarded by the site. The site has returned a non-incident unused sample for eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The site reported that during a leep, the loop broke and fell into the pt cervix. The device was retrieved from the pt. There was no pt injury. The site discarded the incident sample and did not know the date it occurred.